Event description:
It was reported that the uv-flash transfer set was observed to be leaking during use. The transfer set was used for 180 days. This event did not involve patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.